Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported she interrogated the pump and noted the motor stall occurred on (B)(6) 2018, but she saw other logs on (B)(4) 2018 like clock set, and pump stopped due to stopped command. The representative stated the patient was seen by the hcp and had the pump updated on (B)(4) 2018. The representative stated the patient was seen in the hcps office on (B)(6) 2018 due to having increased pain due to the motor stall. The patient was given oral pain medications. The representative stated the pump was going to be replaced. The representative later reported the stall never recovered. The pump was stopped by the hcps office, and the patient was currently being set up for a pump replacement. The issue was not resolved at the time of the report. Surgical intervention was planned, but had not been scheduled. The patient¿s weight at the time of the event was unknown. The patient status at the time of the report was alive ¿ no injury. Pump logs provided by the representative showed the motor stall occurred on (B)(4) 2018 at 10:24. A stopped pump period may exceed tube set message was noted on (B)(4) 2018 at 10:24. The logs showed the pump contained hydromorphone [10 mg/ml], baclofen [500 mcg/ml], and bupivacaine [10 mg/ml]; drug doses were not shown. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had notified their managing physician about the motor stall code on (B)(6) 2018. Per the patient the circumstances that led to the motor stall code was the same routine as normal, no changes in programming. The patient started hurting more and getting shaky. Per the patient the steps taken to resolve the motor stall was "a new pump scheduled". The motor stall has not been resolved as no surgery date due to the patient seeing the cardiologist and pulmonologist for surgery approval. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen, dilaudid, and an unknown drug at unknown doses and concentrations via an implantable pump for lumbar radiculopathy and spinal pain. It was reported that personal therapy manager (ptm) code 8476 was seen. It was also noted they saw a bell on the ptm screen as well. No audible alarm was heard. No symptoms were reported. The event date was noted to be (B)(6) 2018. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the pump stopped running. They were scheduling replacement surgery but the date was not set. No further complications were reported.